Event description:
It was reported to philips that the azurion system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the ups has a blown fuse. The fse replaced the ups which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system keeps shutting off. After reviewing the log file fse found that ups was faulty that causing the system to shut down while booting. The fse bypassed ups, replaced blown fuse, replaced ups. After the replacement of the ups, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the battery voltage and electronic defect was found. The codes were updated based on the investigation outcome.